Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found a scratch on the sterile packaging that is not acceptable per manufacturing procedure, however the sterility has not been breached. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during the incoming inspection, they found a scratch on the sterile package. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.